Manufacturer narrative:
(B)(4). Method: the complaint airvo heated breathing tube was not returned to fisher & paykel healthcare (f&p) for investigation, however the f&p airvo 2 humidifier used with the complaint heated breathing tube was returned, where it was visually inspected and performance tested. Results: the returned airvo 2 humidifier was tested with another heated breathing tube and it was found that the airvo 2 humidifier functioned as intended. Conclusion: without the return of the complaint airvo heated breathing tube, we are unable to determine the cause of the reported event. Based on previous investigations of similar complaints, damage to the tube can be caused by it being covered by material with a temperature greater than that of typical room conditions and/or being under compressive load for a considerable length of time. It should be noted that the returned airvo 2 humidifier was tested and found to be functioning as intended. The airvo system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The user instructions that accompany the airvo 2 humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support".

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a airvo heated breathing tube was melted. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint airvo heated breathing tube is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a airvo heated breathing tube was melted. There was no patient involvement.